Event description:
It was reported that approx one week post ivc filter implant, the pt presented with abdominal pain and an elevated white blood cell count. A CT scan demonstrated filter tilting, with filter limb perforation into the duodenum. The pt was placed on antibiotics and the filter was scheduled to be retrieved.

Manufacturer narrative:
The lot number for the device is unk, therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.